Manufacturer narrative:
Device evaluation of the charger has been completed. The reported problem (integrated charger problem) was confirmed. The charger did not pass essential performance testing. The charger was unable to recognize a battery. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a integrated battery charger problem.